Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump became wet, and the customer was unable to hear the audio on the pump. Reportedly, the pump volume was set to high. Blood glucose level was 140 mg/dl. Reportedly, the customer continued using the pump for continued insulin therapy.